Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during procedure, an issue occurred where the suture was not visible, and the needle retracted back into the device. The device was removed, and the procedure was completed using a new device. This did not occur during the treatment of a median lobe. The approximate size of the prostate was 58cc". No patient harm or injury. The patient status is reported as "fine".